Event description:
It was reported that patient's ipg was not communicating following a unrelated surgery. Troubleshooting was able to resolve this issue. The device is providing therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.